Event description:
It was reported that the patient's wife called and reported they had a "storm go through" and now the carelink monitor is not receiving power. A new power cord will be sent. No patient complications were reported as a result of this event.

Event description:
It was reported by the patient's spouse that following a storm in the area, the remote monitor was no longer able to receive power. A new power cord was sent to try, but the monitor has now been returned. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, there was a serious component burn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.